Manufacturer narrative:
Myosure trd recieved. Visual inspection was performed and the suction tube was cut. Functional testing was performed and the device worked as intended. The device was dissected and the investigator found metal shavings between the inner blade and outer tube. Hence the complaint can be confirmed. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure on (B)(6) 2021, small metal particles were observed inside the uterus during the procedure. The physician flushed the uterine cavity and completed the procedure. An additional hysteroscopy and imaging with ultrasound was performed to check for any piece left inside. No other information is available. No patient injury reported.